Manufacturer narrative:
This report is submitted on august 28, 2019.

Event description:
Per the patient, he experienced recurrent infections at the abutment site. It is unknown what treatment was administered.